Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this right ventricular lead exhibited high out of range impedance measurements of greater than 2000 ohms, with thresholds high into the 4.5 volts range. The patient will be monitored for now. No adverse patient effects were reported.